Manufacturer narrative:
(B)(4). The ec60a device was received for analysis with no visual non-conformances and with an ecr60w cartridge loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic anterior resection procedure, the device was loaded and fird twice. The device was closed to remove from the patient and the jaws would not open. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device deliver staples on the 2nd firing? If yes, was the staple line complete? Were the staples formed properly? ¿ ps didn¿t see the staple line but the surgeon seemed to feel that it wasn¿t as good as a normal staple line. Did the device cut on the 2nd firing? If yes, was the cut line complete? - yes was buttressing material utilized? If so, which product? - no was the instrument fired across or near an existing staple line or clip? ¿ none reported were any unexpected noises heard? If so, when? ¿ when they increase resistance on firing.